Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the hospital has the device and it will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was undergoing a sclerotherapy procedure. Alcohol leaked out of the catheter and somehow ended up in the chest cavity. The patient had a subsequent pneumothorax.

Event description:
It was further reported that the CT scan following the index procedure also revealed a small right pleural effusion. The initial MDR indicated that the procedure was not completed, however this is corrected to state that the procedure was completed. There was successful right renal cyst aspiration. Approximately one month later the patient returned for follow up to a pulmonary clinic for redevelopment of pleuritic chest pain and shortness of breath. A CT scan showed right pleural effusion and atelectasis. A thoracentesis was performed, 800cc of bloody fluid was removed. Chest xray as compared to previous shows the patient had resolution of the right pleural effusion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a renal cyst drainage procedure, the catheter split.a 8fr nephrostomy catheter was placed in the right kidney for a renal cyst drainage procedure. After the cyst was drained, a sclerosing agent of 20ml of dehydrated alcohol was injected via catheter. It was noted that there was a "small crack" a few cm long about 6 inches from the distal edge of the catheter when straight. Some of the sclerosing agent inadvertently leaked into the patient and after 10 minutes the patient experienced significant pain and shortness of breath. The procedure was not completed. The patient was treated with a chest x-ray and medication (~ 5ml of isovue 300 was injected via catheter) and stayed over night. The patient was discharged the next day feeling better.